Event description:
It was reported that during a da vinci-assisted prostatectomy radical without lymphadenectomy surgical procedure; the 8 mm medium-large clip applier instrument was not clipping. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and found to have a severely bent grip tip. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. The common causes of the failure mode severely bent grip tips are attributed to damage during either use or reprocessing as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. Additional information was received: the instrument was inspected prior to use. No damages were noticed during inspection. The incident first occurred during the operative case, during the process of clipping a vessel, after insertion into a abdominal cavity. The jaws of the instrument would not close clips on a vessel. The issue was related to jaws remaining static/not moving when surgeon commanded movement. The issue was related to the unsuccessful clip application. The type of the clips were robotic clips. The vessel or tissue bundle was greater than the specified diameter. The site used a backup clip applier. There are no photos and/or videos of this event available for isi review.

Event description:
Refer to h11 for follow-up information.